Event description:
It was reported that the patient experienced severe itching all over the body. The physician was contacted and the patient was advised to take benadryl. It was unknown if the spinal cord stimulator (scs) device caused or contributed to the itching.